Event description:
It was reported that the ilet user navigated to the fill tubing screen while exploring the user interface and observed 0.0 units delivered. The agent then instructed the user to disconnect from the ilet, confirm seeing drops, and reconnect to the body. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to navigating to the fill tubing process causing potential for inadvertent insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.